Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 145 mg/dl. Customer stated that the alarm occurred during bolus/basal. Customer cleared the alarm and stated that the drive support cap does not appear to be damaged. Customer stated that the pump was not exposed to a high magnetic field. Customer does not use the sensor feature on the pump. Customer stated that the motor error alarm occurred more than once in the last 30 days. Customer was advised that the insulin pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.